Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft was selected for use for the treatment of an abdominal aortic aneurysm. It was reported that the physician opened the packaging box and found the device was fractured between the blue and grey handle. There was no damage to the packaging. There was no harm to the patient. No clinical sequelae were reported and the patient is fine.

Event description:
Evaluation summary: the event was confirmed; there was a break in the screwgear of the delivery system. The root cause of the event could not be conclusively determined; however, most likely related to shipping and/or handling.